Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat an endoleak using a ruby coil, a pod packing coil (packing coil), a lantern delivery microcatheter, a non-penumbra glide catheter, and a sheath (6fr). During the procedure, the physician successfully implanted a ruby coil in the target location. While advancing a packing coil into the target location, the embolization coil became tangled with the previously placed coil. While retracting the packing coil, the embolization coil unintentionally detached within the lumbar artery extending to the internal iliac artery and partially within the lantern. The physician attempted to push the remaining coil into the vessel using the coil's pusher assembly, but the coil would not move. Saline was injected into the lantern to push the detached coil into the target vessel; however, it would not move. The lantern was removed from the patient and a guide wire was advanced through the glide catheter which was already positioned within the lumbar artery near the target location. The physician attempted to push the coil into the vessel using the guidewire but the coil would not move. The physician then removed the glide catheter under aspiration. After removing the glide catheter, the embolization coil was noted outside the sheath. The physician pulled the coil out by hand and the coil fractured. It was reported that most of the embolization coil was within the target endoleak sack with the remaining portion within the small branch of the internal iliac artery. The physician determined the coil was safe to be left in the internal iliac artery. The procedure was considered completed at this point.